Manufacturer narrative:
Due to character limitation in e1, full initial reporter name is (B)(6). Updated fields - b4, d9, e1(initial reporter, email), g1, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - b5. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the high pressure helium regulator (0103-00-0637). The equipment was then checked for proper operation.

Event description:
It was reported that prior to use, cardiosave intra-aortic balloon pump (iabp) had a leak in the dee helium bottle and required battery maintenance. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a leak in the dee helium bottle and needs battery maintenance. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, b5, g3, g6, h2, h11. Corrected fields- h6- investigation findings, medical device ¿ problem code.